Event description:
The customer reported the unicel dxc 600 pro synchron system generated false ion selective electrolyte (ise) sodium (na), chloride (cl), potassium (k), and carbon dioxide (co2) patient results with negative anion gap. The results were reported outside the laboratory and later amended. The customer repeated the sample on another system and obtained a result considered correct by the customer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics, and the exact number of patients affected is unknown.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched onsite to evaluate the unicel dxc 600 pro synchron system. The fse while onsite found multiple issues with the instrument. The fse inspected the instrument and found the ratio pump stack was loose causing air bubbles to be generated, flowcell assembly unsecured to holding mount, carbon dioxide (co2) electrode retainer ring and quad rings installed backwards, and carbon bridge requiring replacement. The fse replaced the ratio pump stack, reagent probe collar wash, decontaminated the ise and performed realignments for reagent probe and realigned mixer wash stations. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. The fse performed verification testing successfully without further issues. The instrument returned to normal operation. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Section h6: component code 4756 is used for the carbon bridge. Beckman coulter internal identifier is (B)(4).